Event description:
It was reported to gore that on (B)(6) 2023 a 25 mm gore® cardioform septal occluder was selected to treat a patient foramen ovale (pfo). On (B)(6) 2023 the patient reportedly presented to the local hospital with heart palpitations and was diagnosed with atrial ectopic activity. The following day, the 12 lead electrocardiogram showed sinus bradycardia and the patient was fitted with a cardiac monitor. Due to ongoing palpitations however, the patient represented himself as an emergency at the hospital on (B)(6) 2023 and was diagnosed with atrial fibrillation. Therefore, anticoagulation therapy and heart rate controlling medication was started. The patient was reported to be in a satisfactory state of health and currently remains in the hospital.

Manufacturer narrative:
H3, other code: the device remains implanted in the patient. Therefore, an evaluation of the device cannot be performed. H6, investigation findings, code c19: the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient was reported to be in a satisfactory state of health but was required to remain in the hospital for monitoring purposes at that time. No additional information was reported to gore on this patient.

Manufacturer narrative:
Additional manufacturer narrative: emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. B5, describe event or problem: provided additional information. This complaint was initiated based on information received from the field. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Therefore the cause of the reported arrhythmia could not be independently confirmed during the investigation. The available information reported does not reasonably suggest a potential malfunction has occurred. Reported arrhythmia represents a known complication or adverse event that can occur when using septal occluders and can arise as a result of a multitude of factors, including intraprocedural technical considerations, post-operative follow-up and treatment regimen and patient-related risk factors. No allegation of device malfunction was indicated with respect to device performance. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: new arrhythmia requiring treatment.